Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps with needle was opened to be used in the colon during a colonoscopy procedure. According to the complainant when the device was unpacked, a specimen was seen in the cups/jaws of the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the device found no foreign matter in the device and the package. The condition of the returned incident forceps device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps with needle was opened to be used in the colon during a colonoscopy procedure. According to the complainant when the device was unpacked, a specimen was seen in the cups/jaws of the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.